Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardiac ostium during a procedure for gastroesophageal reflux performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, the third band was attached to the fourth band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter city/state, initial reporter zip/postal code) have been updated based on the additional information received on june 19, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardiac ostium during a procedure for gastroesophageal reflux performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, the third band was attached to the fourth band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on june 19, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device returned without the ligator housing, and the handle has evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned. Upon analysis of the device returned without the ligator housing and the handle has evidence that the trip wire was secured. The ligator housing from this device wasn't returned, only the handle was returned for analysis, the handle didn't have any damages that would lead to a possible failure when the bands were deployed. It was also reported that the device was used in the wrong anatomy as per the IFU. However, from a product analysis point of view it's not possible to determine if the bands deployment failure happened as a result of the use of the device in a wrong anatomy. Since the ligator housing was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardiac ostium during a procedure for gastroesophageal reflux performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, the third band was attached to the fourth band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on june 19, 2024: it was noted that no difficulty was experienced upon setting up the device.